Manufacturer narrative:
The device was returned for eval but the condition of the device made it not possible to conduct a dimensional inspection. Repeated attempts to gather more info from the reporter of this occurrence have been unsuccessful. It is unk if the revision surgery was due to the screw disassociating or if there were other circumstances involved. The construct had been implanted for approximately 15 months prior to revision. Additional hardware was then added to the construct. The risk of the pedicle screw disassociating post operatively has been identified and mitigated through design controls prior to the marketing of this device. This risk is also listed in the device's instructions for use. This is the first reported complaint for disassociation post operatively for this device.

Event description:
It was discovered approximately 15 months after initial surgery that one of the pedicle screws had come apart. Revision surgery removed the disassociated screw and replaced it along with revising the existing construct.